Event description:
Dr. Indicated the implant was non integration and infection. Patient had pain and healing delay. Implant was removed.

Event description:
Dr. Indicated the implant was non integration and infection. Patient had pain and healing delay. Implant was removed.